Event description:
While performing a function check, the technician noticed the bed exit systems light was blinking and sounding over the nurse call system but it didn't have an audible on the bed.

Manufacturer narrative:
The technician replaced the bed exit panel to repair the bed.